Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air and venous air alarm occurred at the start of a routine hemodialysis treatment. The operator inadvertently left the saline clamps open, causing the saline bag to empty. Rinseback was not performed due to air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss event is attributed to user error as the operator did not make the correct connections when starting treatment. The cycler alarmed appropriately to the empty saline bag. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.